Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that magnet missing in drawer. A field service engineer, replaced magnet on drawer 5 full height to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the magnet for the drawer is missing. The customer stated that the issue caused a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.